Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was reported. No patient symptoms were reported.

Event description:
New information received notes the implantable cardioverter defibrillator was reprogrammed to address the post-paced t-wave oversensing. The patient condition was stable during and after the intervention.